Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("a coil shaped medical device is identified in left corner of the uterine cavity and embedded in the uterine wall / no medical device in the left fallopian tube") in a 34 year-old female patient who had essure inserted (lot no. 796293 - invalid) for female sterilisation. The patient had a medical history of vaginal discharge, alcohol use, past tobacco smoking (0.50 packs/day for 10 years), panic disorder, migraine, spontaneous abortion, cholecystectomy, parity 2 and multi gravida. The patient had a family history of diabetes, colon cancer, breast cancer and ovarian cancer. Concurrent conditions were listed as urinary urgency, metrorrhagia and pelvic pain female. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1709 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: both essure implants are present within the tubes. About 2 mm of the inner coil of the left implant trails into the uterine cavity. The proximal end of the inner coil of the right tube is in the fallopian tube approximately 7 mm distal to the cornua. As such, the location of both tubes is satisfactory. There is grade 1 tubal occlusion on the left and grade 2 tubal occlusion on the right. No contrast is seen beyond the distal aspect of the outer coil on either side. There was some vascular intravasation into the myometrium on early images which partially cleared on more delayed images. Impression: satisfactory location of both essure implants with bilateral tubal occlusion [pathology test] on (B)(6) 2015: specimen(s) received: uterus, cervix and bilateral tubes final diagnosis uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - benign cervix. - late secretory endometrium. - adenomyosis. - benign fallopian tubes. Clinical history: uterus, cervix and bilateral tubes. Gross description: a coil shaped medical device is identified in left corner of the uterine cavity and embedded in the uterine wall and right fallopian tube are found. No medical device in the left fallopian tube is identified. The left fallopian tube measures 5.5 cm in length and 0.4 cm in maximum diameter. The right fallopian tube measures 6.2 cm in length, 0.4 cm in maximum diameter. Both fallopian tubes appear unremarkable with patent fimbriated end. [Ultrasound scan] on (B)(6) 2015: findings: the uterus appears of relatively normal size and configuration with a slightly coarse texture. It measures approximately 7.8 cm in the longitudinal plane, 4.1 cm in ap dimension and 4.6 cm transversely. There are no distinct uterine. The patient is status post essure placement with asymmetric high-amplitude linear echoes appearing angled with encroachment upon the linear cavity at different levels. Impression: uterus with dimensions and features as specified above. No adnexal complexes or collections noted. Advise clinical monitoring and follow up accordingly lot number reported 796293 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("a coil shaped medical device is identified in left corner of the uterine cavity and embedded in the uterine wall / no medical device in the left fallopian tube") in a 34 year-old female patient who had essure inserted (lot no. 796293) for female sterilisation. The patient had a medical history of vaginal discharge, alcohol use, past tobacco smoking (0.50 packs/day for 10 years), panic disorder, migraine, spontaneous abortion, cholecystectomy, parity 2 and multi gravida. The patient had a family history of diabetes, colon cancer, breast cancer and ovarian cancer. Concurrent conditions were listed as urinary urgency, metrorrhagia and pelvic pain female. On (B)(6) 2011, the patient had essure inserted. On 17-nov-2015, 1709 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: both essure implants are present within the tubes. About 2 mm of the inner coil of the left implant trails into the uterine cavity. The proximal end of the inner coil of the right tube is in the fallopian tube approximately 7 mm distal to the cornua. As such, the location of both tubes is satisfactory. There is grade 1 tubal occlusion on the left and grade 2 tubal occlusion on the right. No contrast is seen beyond the distal aspect of the outer coil on either side. There was some vascular intravasation into the myometrium on early images which partially cleared on more delayed images. Impression: satisfactory location of both essure implants with bilateral tubal occlusion [pathology test] on 17-nov-2015: specimen(s) received: uterus, cervix and bilateral tubes final diagnosis uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign cervix, late secretory endometrium, adenomyosis, benign fallopian tubes. Clinical history: uterus, cervix and bilateral tubes gross description: a coil shaped medical device is identified in left corner of the uterine cavity and embedded in the uterine wall and right fallopian tube are found. No medical device in the left fallopian tube is identified. The left fallopian tube measures 5.5 cm in length and 0.4 cm in maximum diameter. The right fallopian tube measures 6.2 cm in length, 0.4 cm in maximum diameter. Both fallopian tubes appear unremarkable with patent fimbriated end. [Ultrasound scan] on (B)(6) 2015: findings: the uterus appears of relatively normal size and configuration with a slightly coarse texture. It measures approximately 7.8 cm in the longitudinal plane, 4.1 cm in ap dimension and 4.6 cm transversely. There are no distinct uterine. The patient is status post essure placement with asymmetric high-amplitude linear echoes appearing angled with encroachment upon the linear cavity at different levels. Impression: uterus with dimensions and features as specified above. No adnexal complexes or collections noted. Advise clinical monitoring and follow up accordingly a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.